Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the reservoir had an no delivery alar, and occlusion. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting asked the customer to try a new reservoir with current reservoir, the insulin did not exit. The customer was asked to try a new reservoir with current set, and the pump did alarm no delivery. The device will be returned for analysis.